Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that during the previous device check, this pacemaker device showed a 1.5 years remaining longevity and the then recently went to end of life (eol). Boston scientific technical services (ts) explained that the device may most likely had a jump in threshold that caused this issue to occur. There was no further information provided. To date, the device was explanted. No additional adverse patient effects were reported.